Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported leaking during a secondary infusion of bendamustine. The nurse changed the smartsite valve that was attached to the distal end of the secondary set .it continued to leak with a new smartsite connector. The leak stopped when the secondary set was changed in the pharmacy and the infusion finished without further incident.

Manufacturer narrative:
The customer¿s report of a leak during a secondary infusion was not confirmed. The set was visually inspected for damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. No evidence of damage was observed upon visual inspection. Further visual inspection under magnification of the IV set did not reveal any damage or anomalies. Functional testing was performed and no leaks were observed on any part of the set and its components during the infusion. Pressure testing was performed and no leaks were observed. The root cause of the customer¿s report was not identified.